Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 419mg/dl. Troubleshooting assisted customer with calibrating and administering a bolus. The customer declined to troubleshoot but that he would call back if necessary. No further assistance was necessary.